Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:4225060 d4. Medical device expiration date: 31-jan-2026 h4. Device manufacture date: 12-aug-2024 unique identifier (UDI) #: (B)(4). D4. Medical device lot#:4236659 d4. Medical device expiration date: 28-feb-2026 h4. Device manufacture date: 23-aug-2024 unique identifier (UDI) #: (B)(4). D4. Medical device lot#:4205680 d4. Medical device expiration date: 31-jan-2026 h4. Device manufacture date: 23-jul-2024 unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, an unspecified number of tubes had abnormal gel separator. This resulted in poor barrier separation of the serum from the red blood cells and fibrin strands. The fibrin strands presented issues with clogging of cannulas. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, an unspecified number of tubes had abnormal gel separator. This resulted in poor barrier separation of the serum from the red blood cells and fibrin strands. The fibrin strands presented issues with clogging of cannulas. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-dec-2024. Investigation summary: lot/batch#: 4225060, 4236659, 4205680 and 4225055. Bd received 18 samples and four (4) photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed, but poor barrier was not seen. Additionally, the 18 customer samples along with 100 retained samples from each batch number: 4225060, 4236659, 4205680 and 4225055 were visually inspected and no gel defects were found. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin based on the photo analysis and unconfirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.